Event description:
Began using philips trilogy in 2020. Diagnosed with lung nodules in (B)(6) 2022. Has suffered from chronic respiratory issues, irritation and inflammation and headaches as a result of CPAP (continuous positive airway pressure) usage.